Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator does not power up after re-assembly at completion of installation of the 12.5k kit. The customer reported there was no patient involvement.